Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the microcatheter and pusher for analysis; the implant was detached from the pusher. The echolen-10 catheter was mostly undamaged, except for an area one (1) inch proximal of the distal tip marker band that was damaged. The v-trak advanced pusher was noted to be bent just distal of the weld area, between the hypotube and gold connector. No notable damage was noted on the hypotube, transition area of the distal tip, or the body coil proximal of the platinum coil. Just distal of the platinum coil, overlap damage was observed in the body coil. The distal coils of the heater coil was slightly compressed, and the strain relief tip had fold damage. There was minimal rebound of the monofilament, and was measured at 0.0120". The pusher was bent near the distal tip in order to analyze the monofilament. The monofilament tip had a tapered like elongation damage where the diameter of the tail was around 0.0020." There was no mushroom tail observed. Except for roughly 1 cm of the distal coils of the implant, the rest of the coil was noted to be stretched. The stretched wires of the implant were bundled together and knotted at a few points. The implant was broken at multiple points in the coil where the tip of breakage was taper like. The implant did not have a marker band attached. The tip of the stretch resistant monofilament in the implant was elongated as well. There were no other notable observations. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that during repositioning of the 5th coil, the coil was noted to be stretched. During removal, the coil detached in the microcatheter. Both segments of the coil were removed in their entirety from the patient. There was no reported intervention or patient injury. The patient was reported to be good.